Manufacturer narrative:
On 2/2/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/4/2021, the complaint device was inspected and the hemostatic valve was found dislodged inside of hub. This finding was reviewed and determined it to be consistent with the customer¿s reported issue and continues to be deemed an MDR reportable malfunction. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the procedure, after transseptal puncture, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was placed into the left atrium (la). When the dilator was removed from the sheath for left atrial angiography, backflow blood (about 5 cc) was observed from the hemostatic valve. No interventions were required. Patient¿s hemodynamics was not compromised. Air did not enter the patient¿s body. After removing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium from the body, a damage to the hemostatic valve was confirmed. An agilis sheath was used, and the procedure could be successfully completed. With the available information, this will not be considered a patient adverse event but a product malfunction for ¿hemostatic valve-separation¿.

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking. Stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. The customer had also provided pictures of the complaint device to aid in the investigation. According to pictures provided by customer, hemostatic valve appears dislodged in the hub. The customer complaint was also confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: the d9. Date device returned to manufacturer was inadvertently omitted from the 3500a initial medwatch. The date has now been added.